Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted at the proximal edge of the tip electrode of the returned device, although it appeared only as a thin layer on the outside of the shaft material. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
At the end of a pulmonary vein isolation ablation procedure, coagulation was noted on proximal of tip of the catheter. When the catheter was removed, the coagulation was no longer seen as it had wiped off on the valve during removal. The procedure was completed successfully with no patient consequences.